Event description:
Three days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2004 the pt presented to the cath lab and had a taxus express2 - 3.00 x 16 mm stent implanted in a total occluded lesion of the proximal left anterior descending artery (lad). Three days later the pt returned to the cath lab and was determined to have a sub-acute thrombosis in the taxus express2 - 3.00 x 16 mm stent. The physician decided to balloon angioplasty the thrombus. Four days later, the pt returned to the cath lab again. The physician restented in the same location with a 3.0 x 18 mm driver stent. Sixteen days later, the pt returned to the cath lab for the fourth time with a thrombosis in the same location. The physician decided to balloon angioplasty the thrombus. No additional intervention was noted.